Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred during use of the ilet with a teflon inset infusion set, after which the user initially replaced only the tubing and continued refilling the cartridge rather than performing a full supply change; persistent hyperglycemia followed until a complete supply change was completed, during which plastic debris was observed on the prior infusion set and a dry run verified proper flow. Symptoms included hyperglycemia with readings above 180 mg/dl for an extended duration and a subsequent episode of hypoglycemia to 42 mg/dl that rebounded to approximately 300 mg/dl after the user consumed a large meal. Outcomes included the need for troubleshooting, education on performing full supply changes, and guidance on minor corrections to avoid rebound hyperglycemia. Investigation included technical support review, collection of infusion set lot numbers, visual observation by the user of tubing stress marks and plastic debris, a successful dry run, and confirmation that insulin delivery resumed after replacing all supplies. Investigation of this case revealed an insulin delivery interruption due to infusion set occlusion associated with the infusion set and tubing, with contributing factors including a bent cannula and observed debris at the infusion set interface, resolved by replacing all disposable components and resuming therapy. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to disposable component integrity and use of non-new supplies, mitigated by a full supply change and user education.